Event description:
The product MFR notified roche diagnostics of a concern for the total bilirubin reagent, catalog 07 2748 8, lot# 603 976-01. The MFR reported the r1 bottle was not completely filled on a limited number of cassettes.